Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard."

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015:the patient underwent surgery for implant of an unspecified bard/davol ventrio. The patient is making a claim for an adverse patient outcome against the ventrio. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 4 months post implant of ventrio mesh, patient was diagnosed with infection, adhesions, fluid discharge thereby underwent mesh removal. The instructions-for-use supplied with the device list infection, adhesions as possible complications. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio. The patient is making a claim for an adverse patient outcome against the ventrio. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information: (B)(6) 2015 - patient was diagnosed with large umbilical hernia thereby underwent robotic repair with the implant of ventrio mesh. Per operative notes, ¿large amount of omentum was taken out and two hernias were seen. Previous repair sutures were seen to be inferior to the umbilical hernia. Some of the sac was dissected out circumferentially, and two hernias were joined into the large umbilical and small supraumbilical. The fascial defect was closed using a suture. A circular ventrio mesh was placed against the abdominal wall and secured with tackers.¿ (B)(6) 2016 - patient was diagnosed with draining umbilical tract thereby underwent open repair. Per operative notes, ¿sinus tract was identified and suture around sinus tract were removed.¿ (B)(6) 2016 - patient had persistent umbilical sinus tract thereby underwent open repair with the partial removal of ventrio mesh. Per operative notes, ¿ventrio mesh was noted to be occupying the prefascial space was not incorporated in the tissue. A piece of the ventrio mesh was trimmed. A prolene suture was also noted in the center of the mesh and was removed. The mesh was noted to be intact and a prolene suture was noted to be eroded into skin was removed.¿ (B)(6) 2017 - patient was diagnosed with chronically infected abdominal mesh thereby underwent open repair with the removal of mesh. Per operative notes, ¿omental adhesions to the abdominal mesh and the mesh was dissected free and the indurated abdominal mesh was resected. As the chronic draining sinuses had run through the umbilicus, the umbilical skin was also resected. A biologic mesh was placed in underlay fashion with multiple sutures circumferentially. ¿ attorney alleged that the patient had adhesions, infection, pain, hernia recurrence and emotional injuries. It was also alleged that mesh found hardened, continual drainage of sinus tract, removal of prolene sutures due to pain.